Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. It is likely that the violation of the IFU contributed to the reported separation as the device separated after force was applied. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure; however, the reported shaft separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion located in the distal right coronary artery. After the nc trek failed to cross, doctor tried to advance with force when the proximal shaft broke outside the patient, in his hand. A non-abbott balloon was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.